Event description:
The bravo ph capsule was inserted into the esophagus. Physician verified delivery system in esophagus. Suction applied, capsule failed to deploy correctly, had to be retrieved. A 2nd bravo ph capsule and delivery system tried, it also failed to deploy.